Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to use stress, external factors, or handling. Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus broken fiber on tracheal intubation fiberscope. There were no reports of patient or user harm. The device was returned, and olympus repair center identified peeling coating on the connecting tube. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation of the returned device.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the customer's original reported issue of broken fiber was confirmed. The image guide bundle had significant breakages. The following additional findings were also noted: buckling and deformation of the channel, unclear indication on the light guide connector, damaged objective lens and a dent on the connecting tube. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.